Event description:
Synovitis [synovitis] ([arthralgia aggravated], [edema knees]) protein c reactive was over 30 (39) [c-reactive protein abnormal] diffuse compromise of the extremity [musculoskeletal disorder nos] increase of systolic pressure without effect over diastolic pressure [systolic pressure increased] permeation (probably thought some break produced by the infiltration) [unevaluable event] case narrative: based on additional information received on (B)(6) 2019 from a physician, this case initially assessed as non-serious was updated to serious due to addition of event synovitis which required intervention. Also, this case became medically confirmed. Initial information received on 07-oct-2019 from (B)(6) regarding an unsolicited valid serious case from a patient. This case involves an unknown age male patient who experienced synovitis, increase of systolic pressure without effect over diastolic pressure, diffuse compromise of the extremity, permeation (probably thought some break produced by the infiltration), protein c reactive was over 30 (39) (latency: unknown), while using the medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient was reported to be hypertensive (and he had been controlling his blood pressure). No medical treatment(s), vaccination(s), family history and concomitant medications were provided. On (B)(6) 2019, the patient started using hylan g-f 20, sodium hyaluronate, injection, dosage unknown, once, (lot - unk) for knee pain. The information on lot number was requested. On the same day, 12 hour after he was infiltrated with hylan g-f 20, sodium hyaluronate, the patient had knee pain increased. Treating physician referred that the patient was under treatment with an unspecified analgesic and a corticoid (prednisone). It was reported that pain was decreasing which discarded the diagnosis of dvt (deep venous thrombosis). Patient had undergone different laboratory analysis, which ruled out possibility of infection and crystallization. On an unknown date in 2019, after unknown latency, patient had synovitis (required prednisone as intervention), edema and permeation (probably thought some break produced by the infiltration), a diffuse compromise of extremity. It was reported that exam of protein c reactive was over 30 on an unknown date (reported as 39), now (as of (B)(6) 2019) it had decreased to 10. Hence, it had discarded the diagnosis of septic arthritis. Reportedly, patient was hypertensive and only an increase of systolic pressure without effect over diastolic pressure had been observed (latency: unknown). It was reported that the patient was not hospitalized. Action taken: not applicable for all events corrective treatment: unspecified analgesics and corticoid (prednisone) for synovitis; not reported for rest all events. The patient outcome is reported as unknown for all the events. The product technical complaint was initiated and results were pending for the same. Additional information was received on (B)(6) 2019 from physician. Based on additional information received, case became medically confirmed and updated to serious. Events of synovitis, increase of systolic pressure without effect over diastolic pressure, diffuse compromise of the extremity, permeation (probably thought some break produced by the infiltration), protein c reactive was over 30 (39) were added. Event of knee pain increased was updated as symptom of synovitis. Clinical course updated and text amended accordingly.